Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56, when additional reportable information becomes available.

Event description:
It was stated, that a patient¿s lines had become disconnected, where the cassette tubing attached to the extension set. The event occurred, while in use with a patient, at patient's home. Possible lot numbers: 6005601,6005738. There was a patient involvement. And no patient harm/adverse event reported.

Manufacturer narrative:
D3: mfg establishment name; corrected. H3: the device history file was reviewed. There were no discrepancies noted relevant to the indicated failure mode. One device was returned for investigation. The devices were visually inspected. There were no anomalies noted upon visual inspection. The extension set attached with cassette filled with 100ml of water syringe and inserted into a cad solis pump. The unknown mating device was removed. No alarms, leakage or difficulties priming were observed. The complaint of disconnection could not be confirmed, and a root cause was unable to be determined.